Event description:
Since early winter this year, we have had problems with our newborn bassinets cracking, breaking, and developing holes in the corners. Drawers/doors swing open and won't stay closed, carts hard to push, wheels don't roll smoothly. Plexiglass piece along the top of the bassinets were all replaced by the company approximately four months ago. Currently have 11 bassinets not usable. Have pictures of problems I can send. Manufacturer response (as per reporter) for bassinets that fit into wooden carts, newborn bassinets: initially the company stated that the carts/bassinets were not being handled correctly. Plexiglass parts were replaced and they are all breaking/cracking again. Representative came again and took pictures and I took pictures. We asked if any other facility was having a problem.